Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred because the cfnadmin ID was locked. A technical support specialist reached out to the customer and verified that the problem had been addressed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
The customer reported that the pyxis medstation es system displayed the error message "extra sequence detected" and subsequently returned to the home screen the customer confirmed that no users were able to log in. The customer confirmed that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.